Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explantation surgery due to fluid loss. A few holes were observed in the explanted aus. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. There was a leak identified in the pressure regulating balloon that was the result of tool damage. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explantation surgery due to fluid loss. A few holes were observed in the explanted aus. A supplemental report will be submitted should additional information be received.